Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to exhibit over-sensing of noise resulting in inappropriate automatic mode switch. Electromagnetic interference was suspected as a cause of the over-sensing, but was not confirmed. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and reported no symptoms.